Event description:
Account reports three incidents in which during usage, the tubing/cuff connection separated. All three incidents occurred on the same pt. Reporter stated very low pressure was being created. Per reporter, "blood squirted all over." No negative outcome to pt due to not receiving the entire unit of blood, though there was blood exposure to pt and hcp's.